Event description:
Gastroscopy for patient with sever bleeding in the stomach. A lot of coagulated blood inside meant the light reflected was of a very dark color. The endoscopy image was very dark and almost unable to visualise anything at all. It was slightly improved by removing the gastroscope and cleaning the lens and headlights regularly. Image was dark because of the blood clotting in the stomach. It then became even darker when blood got stuck on the lens and one headlight. The doctor removed the gastroscope and easily wiped the distal end clean with a wet paper cloth. He then continued scoping. Doctor commented the image is darker than what he expected from the other scopes he's familiar with in a bleeding scenario. He works with pentax i10 series scopes as well as olympus 190s and 1500 and fujifilm 700. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
After an internal review of this case, it was determined to treat it in the same way as the case in which hra/health hazard evaluation and health risk assessment (B)(4) was implemented. According to hra (B)(4), since the blood adhered to the illumination lens of the endoscope, it is assumed that the adhered blood coagulated and solidified on the illumination lens as it absorbed the illumination light and was heated, resulting in the observed image being pink. The results of the desk test suggested that minor burns may occur if the endoscope is pressed against a mucous membrane for a certain period of time (more than 3 seconds) while the lens is covered with blood and the temperature of the distal end of the endoscope is elevated. However, there were no actual complaints of mucous membrane burns. Some medical experts pointed out that some physicians who are not familiar with the endoscopy procedure may have the distal end of the endoscope contact the mucous membrane for a certain period of time when inserting the endoscope into the large intestine. After the in-house review, this case was determined that MDR is necessary. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information. Eg29-i20c_(B)(6)_the image was dark. 9610877-2024-00155_epk-i8020c_(B)(6)_the dark image.

Manufacturer narrative:
Correction information: b4: date of this report. D9: is this device available for evaluation? G6: follow-up #: 1. H2: if follow-up, what type? H3: device evaluated by manufacturer. H6: adverse event problem. Evaluation summary: event that occurred is temperature rise at the tip of the scope. Based on the investigation, a potential root cause of this failure is blood got on the cover glass for fibre bundles. This blood dried and solidified due to the illumination light, causing the colour of the illumination light to change. In addition, the temperature of the area increases when the solidified blood is continuously exposed to illumination. If this hot area comes into contact with mucous membranes, burns may occur. A CAPA is currently in progress to resolve this issue. It has been identified through trend analysis that the upper control limit has been exceeded in the "operation impossible/difficult" category. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured at pentax medical miyagi on 28-jul-2023 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions, and the dates of approval for shipment and the actual date shipped were confirmed on 24-oct-2023. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed. MDR 9610877-2024-00154; model #: eg29-i20c; serial#: (B)(6). The image was dark. MDR 9610877-2024-00155; model #: epk-i8020c; serial #: (B)(6). The dark image.